Event description:
It was reported the lead had displacement. It was noted the patient had bilateral upper arm pain. It was further noted an x-ray showed the lead dislodged on (B)(6) 2008 and the lead was surgically repositioned on (B)(6) 2008. It was reported the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 389156, lot# j0454404v, implanted: (B)(6) 2005, explanted: (B)(6) 2012. Product type: lead: product ID 389045, lot# j0313975v, implanted: (B)(6) 2003, explanted: (B)(6) 2012. Product type: lead: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012. Product type: extension: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012. Product type: extension: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient. (B)(4).